Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 25019025 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded. The following information was received by the initial reporter with the following verbatim. I connected the chemotherapy to the short primary connection on the primary tubing. The pump kept saying occlusion. All of the clamps were open. Rn flushed each primary connection and noted that the short primary connection on the primary tubing did not flush at all. Chemotherapy was disconnected and primary tubing was disconnected and replaced. New primary tubing worked as it should. Chemotherapy re-connected to patient and restarted.